Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button on the pump was not seated properly. Reportedly, one side of the button was raised above the pump housing and the other side was below the housing. There was no patient involvement, as the pump was not being used on the customer at the time of the reported event.